Event description:
It was reported that the patient passed away on (B)(6) 2024 due to complications from the cva. It was also stated the outcome was device or therapy related. An autopsy was not performed. The pump was not explanted and would not be returned.

Manufacturer narrative:
B5: additional information. H6: health impact-effect codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete

Event description:
It was reported that during implant, after the pump was started and the patient was coming off of bypass, the flow was 0.0 liters per minute (lpm) at 4000 rotations per minute (rpm) and air was noted. The surgeon continued to deair which improved air along with flow. When the patient was taken off bypass, air was noted along the aortic root. The flow decreased, and they went back on bypass. The pump was stopped, unlocked and repositioned while deairing was continued. The air resolved, flow improved, and they were weaned off bypass. On (B)(6) 2024 the patient underwent a computed tomography (CT) scan which showed a nonhemorrhagic, right hemispheric stroke. It was noted that the patient's hemodynamics looked good. Changes in the patient's condition were noted upon return from the operating room. The patient had no left sided movement. It was noted that neurology was to be following the patient and monitoring their symptoms. The patient was intubated and sedated at the time. The plan of care was to be determined based on the extent of disability from the cerebral vascular accident (cva). The patient was in critical condition and the outcome was uncertain. It was additionally reported on 28may2024 that the patient remained hospitalized and that there was no plan for discharge at the time.

Manufacturer narrative:
Section b1: type of report corrected. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19mar2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported air leak could not be confirmed through this evaluation, and a specific cause for the reported event could not conclusively be determined through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported stroke could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5, under ¿de-airing the pump¿, provides information regarding how to properly de-air the pump during implant and includes steps of the process. The IFU warns that initial weaning of cardiopulmonary bypass should ensure a minimum of two liter per minute of blood flow to the left ventricular assist device to prevent air embolism. Prolonged de-airing may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported air leak could not be confirmed through this evaluation, and a specific cause for the reported event could not conclusively be determined through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system, serial number (B)(6), and the reported stroke could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5, under ¿de-airing the pump¿, provides information regarding how to properly de-air the pump during implant and includes steps of the process. The IFU warns that initial weaning of cardiopulmonary bypass should ensure a minimum of two liter per minute of blood flow to the left ventricular assist device to prevent air embolism. Prolonged de-airing may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.